Event description:
It was reported that the patient presented with symptoms of presyncope. It was observed that the right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing, resulting in pacing inhibition. Insulation damage via clavicular crush was suspected on both leads. No intervention was performed. The patient¿s condition is unknown.